Manufacturer narrative:
According to the complainant the device has been lost and will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level (bg) rose above 250 mg/dl while wearing the pod. The pod reportedly fell off the infusion site, causing the cannula to dislodge. As treatment the patient manually injected insulin and a new pod was applied. The pod was lost while swimming in the sea. The patient resides in germany, but was travelling in turkey at the time of the event.